Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient' experienced some abdominal pain due to lead migration. Consequently, surgical intervention was taken and the patient's physician repositioned the patient's scs lead on (B)(6) 2021. Issue resolved.